Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices relative to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first prostyle device failed to open fully and failed. A second prostyle device was attempted; however, the device damaged the artery and the patient developed a 3.2 pseudoaneurysm and blood clots in the right leg at end of procedure. There was no pulse and it took almost 3 hours for vascular surgeon to show up. A surgical cutdown to the groin and a cut below the knee was performed to save the leg. The patient was in great pain. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the electronic lot history record (elhr) for this product was not performed because the lot number was not reported and the product was not returned for analysis. The patient effects of pseudoaneurysm, pain and occlusion are listed in the electronic perclose prostyle instructions for use (IFU), as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.